Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on most part of the stent strut rows except the 4 most proximal stent strut rows and 3 most distal stent strut rows, with stent struts lifted from their crimped stent profile and misaligned. The stent outer diameter could not be measured during analysis due to the condition of the returned stent. However, the stent profile was reviewed from the manufacturing data and the stent outer diameter at the time of manufacture was 0.039", this is within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occurred. The 85% stenosed, 20mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to the scratch with the lesion in the distal end of lcx. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The 85% stenosed, 20mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to the scratch with the lesion in the distal end of lcx. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.